Manufacturer narrative:
We have rec'd the complaint device for eval and were able to confirm the failure. We found that the bi-directional valve and ring came out the hemostasis valve with the needle. We inspected the inventory of these sub-assemblies and were not able to recreate the failure. This part was manufactured by our sub-contractor. The most probable root cause of the failure is either tolerance stack-up (we were not able to verify the dimensions since the parts were damaged) or mfg error during the assembly. A lot history review did not reveal any discrepancies related to the complaint event either during the mfg or packaging processes. We have not seen similar complaints before, therefore, we believe that it was an isolated incident. However, we have initiated a supplier corrective action to investigate this problem in more details. Please note that no pt injury happened due to this incident. The device failure happens under direct physician vision and would not likely lead to pt injury in the case of recurrence.

Event description:
During laparoscopic cholecystectomy, the reddick catheter was passed through the sheath and into cystic duct for cholangiograms. Pieces of the catheter sheath detached and fell into the pt during the procedure. The surgeon removed pieces from the pt. It caused no harm to the pt.